Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump has been without power for three days. The patient reported that she removed the pump and placed it in her purse. Several hours later she noted that the pump would not turn on. The patient denied damage to the pump or to the battery cap. She stated that there is no water damage or corrosion to the pump. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.